Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that many atrial tachycardia (at) episodes were recorded on the implantable cardiac monitor (icm) device that did not look like at, but appeared like noise or ¿garbage.¿ the icm was reprogrammed to atrial fibrillation (af) only. The device remains in use. No patient complications have been reported as a result of this event.